Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, there was grease found leaking from the bearings. The belt would not stop but the pump would because the belt looses friction and just spins around the shaft.

Event description:
It was reported that during routine testing of the device at the manufacturing engineering center (mec), there was grease found leaking from the bearing causing the pump to stop. There was no patient involvement.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) observed the main bearing leaking onto the drive belt, encoder and three inch machined pulley causing a "belt slip" error message. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.